Manufacturer narrative:
The device was returned and investigated. The reported unintended movement (clip open ¿ efaa) could not be confirmed via returned device analysis. The discrepancy between what was reported (efaa failed) and what was observed (clip held efaa) was likely due to varying amount of tension applied on the device during procedure versus the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for failure to establish final arm angle (efaa). It was reported this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip delivery system (cds) was inserted, and the mitral leaflets were successfully grasped. While attempting to deploy the clip, the clip failed to establish final arm angle (efaa) and opened to roughly 20 degrees. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced. One clip was implanted, reducing mr to grade of 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.